Manufacturer narrative:
Other relevant device(s) are: computer 9735225r rollingstone s7 rfrb. Not available on the date of filing. Information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a cranial resection procedure the computer was freezing, does not react on mouse, keyboard. After restart image on the screen was flickering. Navigation was aborted. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477r, serial/lot: (B)(4), UDI: (B)(4). Hardware analysis could not confirm the reported behavior. The returned computer booted normally to the application screen; no fault found. Only the admin program was installed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that there was no failure found with the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.